Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone and email.

Event description:
Reported false positive sars result for 1 symptomatic (1 day post onset of symptoms) consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. An additional 9 consumer events were also communicated which are captured on separate reports.